Event description:
Additional information received reported that the patient was not able to have the device replaced back in (B)(6) 2012 due to a health issue. It was reported that the patient had the ¿device only¿ replaced ¿this past friday,¿ (B)(6) 2013. It was noted that the implantable neurostimulator (ins) would be returned for analysis. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the neurostimulator njk718907h found it was functionally okay with insignificant anomalies. Analysis results reported the ins was tested with two known good leads. The known good leads were inserted into the connector block of the returned ins. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with a clinician programmer and it was reported that all electrode pairs were within normal range.

Event description:
Additional information received from the hcp reported that during implant the hcp suspected there was fluid or tissue in the channel, but was unable to visualize it, and went ahead and implanted with the expectation that the fluid or tissue would dry and impedances would normalize. This didn't happen, and it was reported that the patient required another revision, but was waiting for worker's compensation to authorize the revision.

Event description:
It was reported that there was no stimulation sensation and there were "high" impedance readings, some of which were greater than 10,000 ohms. It was noted that prior to the device replacement, "only" 2 contacts were reading high. However, when attached to the new implantable neurostimulator (ins), "all" impedances in the 0-7 slot were greater than 10,000 ohms. It was stated that the leads were flipped and all impedances were greater than 10,000 ohms on the 8-15 slot. After checking the leads in the multi-lead trialing cable, it was stated that "all" contacts were "within normal range." However, impedances in the 0-7 slot were still greater than 10,000 ohms after reconnecting to the ins. The health care provider reportedly decided to "close up and see if high impedances resolved." Approximately 2 weeks from the revision, it was stated that the impedances were "still high" and the patient was not feeling stimulation on the leads that were implanted to address leg pain in the 0-7 slot. It was noted that the leads in the 8-15 slot for back pain were "working fine." It was later reported that the patient was scheduled for revision. It was stated that the ins and extensions to the leads would "most likely" be replaced. It was noted that the system will be "broken down" and the impedances will be checked at revision. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further stated that programming was performed after the revision. The patient was receiving great coverage and pain relief. There were no injuries related to the revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-45, lot# v083357, implanted: (B)(6) 2008, product type lead; product ID 3888-33, lot# v162256, implanted: (B)(6) 2009, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), product type extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot# j0337604v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.